Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017. It was noted that the lead exhibited chronic noise, which had resulted in inappropriate therapy. The patient was stable post-procedure.